Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse confirmed the issue and replaced both mtm arms on the suspect ssc as well as the generic cart controller (gcc), surgeon backplane (sbp), and low voltage differential signaling (lvds) cables. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the 1st replaced mtm arm involved with this complaint and completed the device evaluation. The reported recoverable 23017 axis 2 error was not replicate; however, was confirmed as having occurred in the field logs. A visual inspection was performed. The mtm was tested and operated without error. As a preventive measure, the axis 2 motor, a2 motor cable were replaced. Following this, the mtm was subjected to further testing and was restored to specification. Isi received the gcc and sbp and completed the device evaluation. During failure analysis, the parts were tested and operated without issue. Isi has not received the second mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using a dual surgeon side console (ssc) setup, repeated error fault on one of the ssc was observed. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed errors on the left master tool manipulator (mtml) arm on one of the ssc. The surgeon continued with the procedure using the other ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported: the system functionality was checked upon powering on the system, and it initially powered on without error. The surgeon disabled the left mtm arm on ssc to proceed.